Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient called stryker stating that she had knee replacement surgery. Patient stated that her knee replacement has allegedly developed problems in (B)(6) 2015. Patient stated they are experiencing pain and swelling in their knee.